Event description:
It was reported to gore by the physician in a casual conversation that a colon cancer pt who rec'd the gore seamguard bioabsorbable staple line reinforcement material required reintervention because dehiscence had occurred in the middle of the staple line. It is unclear how soon this event occurred post op. The physician excised the anastomosis and created a new anastomosis. The resected anastomosis was discarded. The pt is fine.

Manufacturer narrative:
Review of the device manufacturing record history is currently underway.